Event description:
Purchased a 2 year laser hair removal treatment package to remove facial hair in 2004. The manager at the time informed me results were quaranteed or I would get a full refund. I should see hair loss after the 1st or 2nd treatment & should be completely hair free by the 6th treatment. No results 1st few treatments and faith the person who was doing the treatments suggested microdermabrasion treatments before she did the laser. Tried that. No change. After a few more treatments still no results and 02-06 requested a refund. The manager said I was likely a "poor responder" and she would complete a packet to send to the corporate office to get a refund to me. Said I should receive a check in about 1 week. On 2-18-06, after several unreturned calls, spoke with her on the phone and she said she had not received any response from her request. She placed me on hold & regional manager picked up. She contridicted her and said they had received a response and they would not be issuing a refund. On 10-9-06 current manager told me nobody ever even requested a refund from corporate at all-she said the corporate office suggested I come every 4 weeks and at a higher setting. I tried the every 4 weeks treatments and a double pass - going over the areas twice. Still not a single hair lost. Asked for another refund when another person became manager -3rd manager to promise a refund. Went through the same unfulfilled promise of them saying they would get a packet and send it to corporate. This time no response at all and nobody returned my calls. On 6-12-06 or 7-12-06 did another treatment and said she would get a packet together and for sure this time I would get a refund. On 8-12-06 treatment said they were still working on it. After that treatment I was burned so bad I was not able to get treated 09-06. On 10-9-06 had most recent treatment. A new manager, 4th or 5th in two yrs, said nobody had ever sent in a request for a refund for me and the managers in the past must have been giving me the runaround. Stated several other customers have come to her with similar complaints since she started and she would send in a request and I would have a refund within 1 week minus an administrative fee. Left messages for her 10-10-06, 10-11-06, 10-12-06, and she did not return the call. Finally got her on the phone 10-13-06 and she states corporate rejected the refund request and they suggested I have treatments every 4 weeks. I have already tried every 4 weeks "double pass treatments", a new stronger laser, microdermabrasion before treatments, microdermabrasion after treatments. An employee told me during a past treatment some people have had over 20 treatments and it just does not work. This company has lied in their promise of results or your money back. Also said treatments were not painful and they are very painful and I was burned 8-12-06.I would like this company to issue a full refund. I appreciate any help you can give me. I have called the corporate office and left messages for the legal secretary twice and they don't return my calls. Please help.